Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the emergency medical services were called to treat the low blood glucose. The customer's blood glucose was 40 mg/dl at the time of incident. The customer's blood glucose was 80 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The customer stated that the drive support cap appeared normal. The customer stated that they were wearing the insulin pump at the time of event. The customer stated that the programming was accurate. The customer was unable to complete troubleshooting at the time of call. The insulin pump will not be returned for analysis.